Event description:
It was reported by service report that the bed has intermittent power. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Loose ground cable connection to medical filter. Connection tightened.